Event description:
It was reported that the asymptomatic patient presented in clinic with rates as low as 35 beats per minute. An electrocardiogram revealed oversensing on the right ventricular lead with inhibited pacing. Sensitivity settings were decreased which resolved the issue. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.